Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report low blood glucose levels. The customer stated he was at the doctors when he realized he had low blood levels. The customer's blood glucose level was 47 mg/dl. The customer treated with juice and an energy bar. The customer did not complete troubleshooting. Nothing was replaced or returned.